Event description:
This took place in (B)(6). To: (B)(4). Subject: complaint rubber dam clamp. Dear mr. (B)(4), I received a broken rubber dam clamp back#12a from a customer. Would you like me to send it back to you for some kind of investigation. Therefor I need an RMA#, I think. Thank you. Regards (B)(6).

Manufacturer narrative:
Narrative for results - usage beyond the stated use life of one year and distorting the clamp during usage causing breakage of the clamp. Narrative for conclusion - device breakage is addressed in the directions for use. The directions state, "do not place clamp in mouth until the rubber dam has been properly placed. Clamp could become a choking or safety hazard if dropped or broken in the mouth without proper use of the rubber dam at all times. Analysis of returned broken clamp. Item evaluated: ivory clamp ss 12a reg molar lot no.: a3, manufacture date: 09/28/2013, receipt date: 02/24/2015, complaint: broken. Evaluation summary: only a fragment of the clamp was received for analysis. The clamp broke in the bow area, lower by the wing. The dfu states, "caution: modification, over-extending, bending, or use exceeding one year may cause breakage." Cause of breakage: the returned fragment was too small to evaluate. Conclusion: the complaint is not confirmed as a quality defect due to lack of information. No further action is deemed necessary at this time. The investigation is closed. CAPA measures are not proposed or initiated.